Event description:
Complainant alleged that the medics analyzed the heart rhythm of a patient who was in a cardiac arrest condition. The medics analyzed the patient's heart rhythm with the device in AED mode. They determined that the patient was presenting a course ventricular fibrillation heart rhythm, but that the device gave a "no shock advised" prompt and would not shock the patient. The medics then obtained a second device and continued patient treatment. The patient subsequently expired.